Event description:
Information was received from a friend/family member regarding an external device to an implantable pump infusing fentanyl and other unknown drug via an implantable pump. It was reported that the ptm would get stuck at 90% while they were trying to connect to the pump to see the pump time. The agent assisted caller with clearing the data on the handset and caller was able to connect to the pump.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.